Manufacturer narrative:
The investigation into vascular damage has been completed. The pump was not returned for investigation. The first impella 5.5 was removed due to a positioning issue. The second impella was stuck in the body and there were bleeding noted due perforation of the axillary artery. The cause of the vascular damage issue was most likely use related based on provided clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 62-year-old male (race unknown) was to be implanted with an impella 5.5 for circulatory support. While attempting to place the impella 5.5, the procedure was aborted. A perforation of the axillary artery occurred.